Event description:
It was reported that the patient was experiencing an increase in seizures, though he still has some seizure-free days. It is unknown if this increase is above or below pre-vns baseline. Review of the patient's diagnostic history along with the increase in seizures suggest a potential short circuit condition, though this cannot be confirmed at this time. A battery life calculation was run and shows there to be approximately -0.68 years remaining unit eri = yes, though the patient's device can still be interrogated, which verifies that it is not at end of service yet. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.